Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the affected device, it was determined that the issue was with the es server webpage and not with the pyxis machines. The technical support specialist (tss) connected to the server and successfully re-bound the certificate; however, the submenu continued to display a blank page after login. The tss restarted the sql server, and data sync services, but the issue persisted. The tss then followed the knowledge articles how to: create self-signed certificates for es and how to install server certificates to create and install a self signed certificate. After completing these steps, the tss was able to load pes in microsoft edge. The environment was verified to be configured to use the self-signed idm certificates. The tss cleared the cache and cookies in both internet explorer and edge. The tss successfully signed in to pes and ran reports without errors. The issue has been resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing over, and the pes webpage was blank. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.